Event description:
It was reported that the patient's device dislodged and migrated into the inferior vena cava. The dislodgement was confirmed via chest x-ray imaging. The device was successfully explanted. The patient was stable.